Manufacturer narrative:
Date of report: 03jun2019, date rec¿d by MFR: 10may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reportedly replaced the touchscreen recently and the screen passed calibration but the main button stopped working. The customer also replaced the user interface board and this did not correct the issue. The fse recommended that the customer replace the power management board. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit would not power off (main power button is unresponsive). There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reportedly replaced the touchscreen recently and the screen passed calibration but the main button stopped working. The customer also replaced the user interface board and this did not correct the issue. The fse recommended that the customer replace the power management board. Event date not specified, estimate used.